Manufacturer narrative:
The single use test card in question was not returned nor was the actual test data from the epoc device made available. Epocal reviewed their test card lot data and concluded that the chances of such a discrepancy was highly unlikely. There were no reports of similar problems with this particular card lot. Published literature indicates that the main cause for potassium discrepancies is the hemolysis of the blood sample. We conclude that, while possible for an epoc k test result to read high by over 1te, the chances for an epoc k reading to be overestimated by more than 0.5mm are in the order of tens of parts per million and therefore we conclude that the discrepancy seen by the customer is far more likely due to pre-analytical error, i.e. Hemolysis during or after the draw.

Event description:
Emergency unit came at home and used epoc. Woman of (B)(6) with atrioventricular block (avb). Epoc result was 7.4 mmol/l. So physician give treatment insulin, and treatment against high k (potassium). They used heparin syringe for epoc system with arterial blood. Result for lab = 4.5mmol/l. They used edta and venous blood for the other system (radiometer abl 800).